Manufacturer narrative:
A sample device was not returned for analysis. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient has been dissatisfied with their vision after intraocular lens (iol) implantation due to issues of glare and starbursts. The surgeon is planning to exchange the lens. In a follow up, a facility representative confirmed that the lens was exchanged.